Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate readings. On november 5, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 4 times per day and manages her diabetes with an insulin pump. One day prior to event, the patient obtained an elevated blood glucose reading of "400 mg/dl" on the subject meter after she ate pie. The patient felt that the reading was "normal" at the time of concern considering what she had to eat. The patient reportedly took an insulin bolus per the reported meter reading. Allegedly, 8 hours later, the patient had blurry vision, became unconscious, and was twitching. The paramedics were called. On event date at 9am, the patient was tested on an emt meter at "22 mg/dl" and was treated with IV glucose. The patient was not taken to the hospital for further treatment. During the paramedic visit, the patient claimed that a meter to other meter comparison was done. The patient claimed that there was a one hundred point difference between the emt meter and the lfs meter. The patient could not provide the numeric values for both meters at the time of concern. The patient felt that had she checked her blood glucose two hours after she took her insulin bolus per the reported lfs meter reading, she could have been able to prevent the alleged hypoglycemic episode. During troubleshooting, the customer care advocate indicated that the patient was using the incorrect testing process (using alcohol), the results were from the same approved sample site, and the correct unit of measurement was used at the time of testing. This complaint is being reported because the patient claimed that she was treated for hypoglycemia after she took insulin based on an elevated blood glucose reading obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.